Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from the catheter. Block h11: correction: block d4 (initial reporter zip/post code).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the technician and the physician were able to position the clip around the designated closure site and squeeze the handle to close it. When the physician issued the command to deploy the clip, they then closed the handle even further until a click sound was heard. After successfully positioning the device, they attempted to release the clip by completely opening the handle. However, the clip would not release from the catheter. The physician removed the device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the technician and the physician were able to position the clip around the designated closure site and squeeze the handle to close it. When the physician issued the command to deploy the clip, they then closed the handle even further until a click sound was heard. After successfully positioning the device, they attempted to release the clip by completely opening the handle. However, the clip would not release from the catheter. The physician removed the device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.